Event description:
The customer contact reported a leak. The primary plumset was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that an unspecified blood tubing set was connected to the clave y-site of the primary plumset for piggyback delivery of an unspecified volume of an unspecified blood product, at an unspecified rate. The customer contact reported that soon after the delivery of the blood was started, approximately 50ml of blood leaked near the clave y-site of the plumset onto the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found a leak on the arm of the integral clave. During testing, the tubing was moved around and easily came out of the clave. Testing found that the tubing appeared to be not fully inserted into the clave causing the leak and eventual separation of the tubing. The probable cause could be related to an incorrect solvent application or the solvent dried before the assembly. This report represents all the information known by the reporter upon query by hospira personnel.